Manufacturer narrative:
(B)(4). To date the incident sample has not been received for eval. If the sample is received or if add'l info pertinent to the incident is obtained a follow-up report will be submitted.

Event description:
The customer reported that during a colectomy, the device was not sealing completely, although endtones, indicating completed seal cycles, were heard. Minor bleeding occurred. The surgeon then sealed again over the same area in order to achieve a completed seal each time. There was no injury to the pt.